Event description:
It was reported that the patient's unit blew up randomly at home when they were near no fire. The patient went to the hospital burn ward. The inogen team attempted to contact the patient for further information three times with no response.

Manufacturer narrative:
B3: date of event is estimated. No other information is available at this time to determine any other probable cause and/or the exact cause of the event.